Event description:
The customer reported her blood glucose reached 320 mg/dl and 309 mg/dl (exact times and insulin dosage was not reported) less than 48 hours after the pod was activated. Upon deactivation she noticed the cannula was not inserted correctly into the infusion site and it was also kinked.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the hyperglycemia. The user also reported that the cannula never inserted into the infusion site. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.